Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during the dwell 1. The home patient (hp) stated a supply bag fell and disconnected from the line. Product surveillance contacted the hp regarding the reported problem. The hp stated the supply bag was not on the table all the way and fell. No patient injury or medical intervention was reported.